Event description:
It was reported to boston scientific corporation that a sensation jumbo oval snare was used during a polypectomy procedure. According to the complainant, the snare loop broke inside the patient during the procedure. Current had been applied to successfully cut at least one polyp prior to the breaking of the wire. No part of the wire detached, and the device was removed from the patient without issue. It is unknown what was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a sensation jumbo oval snare was used during a polypectomy procedure. According to the complainant, the snare loop broke inside the patient during the procedure. Current had been applied to successfully cut at least one polyp prior to the breaking of the wire. No part of the wire detached, and the device was removed from the patient without issue. It is unknown what was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Exact patient age is unknown but is over 18 years. Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(6).